Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during treatment of an upper gastrointestinal bleed (procedure date unknown). According to the complainant, the pump circulated fluid very slowly, regardless of setting, and ultimately stopped altogether. The procedure was completed using the same endostat ii, and irrigation was achieved by flushing the target area with syringes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact procedure date is unknown, but was reported to be about 3 weeks prior to (B)(6) 2011. (B)(4) - pump circulated fluid slowly. (B)(4) - pump stopped circulating fluid. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.